Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the infant oxygenator was initially primed with normal saline then with washed packed red blood cells (prbcs). Normal pre-membrane pressures were noted. After about 10 minutes in recirculation running at 0.5 liters per minute (lpm), it was noted that the pre-membrane pressure went from 500 to 700 to "hi". During this time of priming and recirculation, normal saline, albumin, washed prbcs, calcium, and heparin were introduced in the circuit. The transducer cables and monitor modules were exchanged with no resolution. Another oxygenator was used instead with the same blood-primed circuit. No complications were noted and the patient's oxygenator was exchanged successfully. No issues had been noted while in use on the patient and normal pressure readings were seen.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the available information by the device manufacturer (eurosets) found that the reported pressure values are in line with the reference values. Eurosets determined that the device is compliant with the technical specifications and determined that there is no fault of the device. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The eurosets infant oxygenator was not returned for evaluation. Based on the available information, the manufacturer (eurosets) determined that there is no fault of the device. Eurosets determined that the reported values are in line with the reference values, and the device is compliant with the technical specifications. The production documentation for the eurosets infant oxygenator was unable to be reviewed by the external manufacturer (eurosets) as the lot number was not provided. The eurosets amg pmp infant cardiopulmonary bypass oxygenator instructions for use (IFU) is currently available. Under the list of warnings, the IFU warns that during use, a spare oxygenator must always be available and warns that the device has to be carefully and continuously checked by qualified healthcare professionals throughout the procedure. Strictly monitor the device pressure gradient and gas transfer performances. Under ¿technical features¿ and ¿priming and recirculation procedure,¿ the IFU warns that the maximum blood pathway pressure (across the oxygenator) is 750 millimeters of mercury (mmhg). Under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.